Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing. A detailed investigation was performed by an expert from the technical service: the investigation and logfile analysis confirmed that the root cause of the incident was a defective interaction panel (ip) esm board (part n° msp160641). The logfile analysis also showed that whereas the startup was interrupted still on (B)(6) 2024, on (B)(6) 2025 the technician had temporarily installed another interaction panel in order to test the device, as a result, the startup went as expected. This was proof of the root cause and the correction needed (exchange of the ip esm). The display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. A black screen during ventilation of a patient could lead to incorrect settings or missed alarms, posing a significant risk to patient safety. Therefore, the issue is reportable. There was no patient involvement.

Event description:
The following was reported to hamilton medical ag: complaint and failure description summary: (1) screen stays black after start up. Health impact: none. (2) no patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing.

Event description:
The following was reported to hamilton medical ag: complaint and failure description summary: (1) screen stays black after start up. Health impact: none. (2) no patient involvement.